Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the lot was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, confirmed that it was partially melted. The root cause of the reported event is unable to be determined. However, from the information obtained, the likely cause of the reported event is, due to the temperature of the chamber was particularly high at certain location in the chamber by some reason. Which led to the item partially melted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the mouthpiece melted and became deformed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6).